Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported that the unit will not power on. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 08aug2019, date of report : 14aug2019. The manufacturer¿s international service technician confirmed the reported power issue. The manufacturer¿s international service technician replaced the power management board to address the reported problem. Normal operation of the machine after maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.